Event description:
It was reported that the patient's intrathecal drug delivery system was removed due to infection. No further information was provided. Additional information has been requested from the hcp, but was not available on the date of this report.